Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure both lesions were de novo and 80% stenosed. Predilatation was performed with a 2.5x15mm apex balloon catheter. The 3.0x38mm taxus express2 stent was placed in the mid circumflex artery which was a class c lesion and the 3.0x16mm taxus liberte stent was placed in the mid left anterior descending artery which was a b1 lesion. There was less then 10% residual stenosis. The patient was discharged on plavix and asa. In (B)(6) 2011 the patient presented to the emergency room with chest pain and elevated troponin in. At the time of the myocardial infarction showed no new stenosis or thrombus. The obtuse marginal branch (<2mm) is jailed by the stent in the circumflex and had 99% ostial occlusion with timi flow 1. The mi was not caused by an occlusion within or near a previously placed stent. Patient was discharged 3 days later on open label plavix.

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010 the patient was treated with a 3.00x16mm taxus liberte stent and a 3.00x38mm taxus express2 stent in an unknown location. In (B)(6) 2011 the patient experienced a myocardial infarction. The patient had recurrent ischemic symptoms lasting more than 10 minutes. The patient underwent an echocardiogram and an angiography as a result of the event, however, details of those tests were not provided.